Manufacturer narrative:
Reporter phone #: (B)(6).

Event description:
It was reported to philips that the device displayed a red x in the ready for use box, indicating an error. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. It was confirmed that a device error was displayed and an alarm was generated when the power was turned on. The mute button was not displayed and the maintenance mode cannot be entered. Based on the situation, the fse evaluated that there was a high possibility of damage to the internal parts, and it was improved by replacing the capacitor. The fse repeatedly checked the operation and confirmed normal operation. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the defibrillator capacitor. The defibrillator capacitor was replaced to resolve the reported issue. The device remains at the customer site. No further evaluation is warranted at this time.